Event description:
Provider alleged heat exchanger leaking.per independent repair center statement the unit had low o2 or yellow light. The key failure was the heat exchanger was leaking. Additional malfunctions include the elbow was leaking.